Manufacturer narrative:
Though no medical intervention was required to treat the burn in this event, there have been previously reported events involving similar devices that resulted in the need for medical/surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. Consequently, it must be presumed that recurrence of this malfunction is likely to result in a serious injury. This event is, therefore, reportable per 21 cfr part 803. Evaluation of the device is not complete as of this report. Eval results will be submitted as they become available.

Event description:
It was reported that a pt sustained a third-degree burn on the lips after coming into contact with a handpiece which reportedly overheated; the pt was administered ointment to treat the burn. Please note that the date of event indicated is approximate.